Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the moderately tortuous distal circumflex (cx) artery. The balance guide wire was advanced and failed to cross the lesion due to the patient's anatomy. The guide wire was then advanced into a non-abbott micro-catheter with resistance noted; however, it successfully crossed the lesion. Resistance was met during removal of the guide wire from the non-abbott micro-catheter; however it was successfully withdrawn from the micro-catheter. Balloon angioplasty, intravascular ultrasound (ivus), and stent deployment were performed to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed there does not appear to be any indications of a product quality deficiency.